Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, it was reported that air bubbles were observed with in the infusion set tubing. Reportedly, the pump supplies were changed to resolve the issues and resume insulin therapy. The customer's blood glucose level was "up to" 300 mg/dl.